Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The hakim valve (ID 823162) was returned for evaluation: device history record (DHR) - the product code 82-3162 with lot 7486380 conformed to specifications when released to stock. Failure analysis - the position of the cam when the valve was received was at 30 mmh2o. The valve was visually inspected; no defect was noted. The valve passed the test for programming, occlusion, leak, reflux, siphon guard and pressure. Root cause analysis - no root cause could be determined as the technician could not confirm any problem with the valve at the time of investigation. The possible root cause for the reported issue could be due to biologicals debris. As noted in the IFU: accumulation of biological matter (i.e. Blood, protein accumulations, tissue fragments, etc.) In the programming mechanism can cause inability of the device to be reprogrammed. Clogging of the programmable valve with biological matter can cause the valve to become unresponsive to attempts to change the pressure setting. Complications of implanted shunt systems include mechanical failure, shunt pathway obstruction, infection, foreign body (allergic) reaction to implants, and csf leakage along the implanted shunt pathway.

Event description:
N/a

Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A physician reported a hakim valve (ID 823162) was implanted due to congenital hydrocephalus via ventriculoperitoneal (vp) shunt on unknown date with unknown setting. The valve broke, therefore it was removed and replaced on (B)(6) 2025. According to information provided, it is unknown if all the broken parts were recovered. It is also unknown if x-ray was taken to assure no parts were left in the patient. It is unknown if the patient experienced any signs and symptoms due to product problem.